Event description:
It was reported that during a cardiac catheterization, the pressure guidewire would not normalize and the value drifted in the artery. A second pressure guidewire was opened, connected and inserted into the guide catheter, but the signal was lost. No error messages were reported by the customer. The physician then decided to abort the fractional flow reserve portion of the procedure. Even though the failure occurred during the procedure, it was reported this occurrence caused no injury and therefore, posed no potential safety to the pt. The pressure guidewire was returned to the MFR 8 calendar days from date of event. The MFR's examination results revealed a corroded distal tip dome.

Manufacturer narrative:
(B)(4). The device was received in damaged condition with kink at about 7.5 cm from the proximal end and shaped tip. The distal tip soldered dome was corroded and it was covered with whitish debris. The pressure sensor was intact; however, it was covered with yellowish/whitish debris. This type of debris could be a residual effect of dried bodily fluids/and or contrast remaining on the wire. During signal test and device was successfully zeroed; however, the pressure signal changed continuously in the drift chamber and the readings were displayed in negative indicating that the pressure guidewire cannot be normalized. The observed kink in the hypotube may have caused the unstable/drifting signal. In this situation, pressure artifacts get produced which could cause guidewire normalization issues. The corroded distal tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The soldered dome could contribute to decrease wire handling performance. There was no report of wire handling performance. The initial report from the customer did not include any report of a corroded soldered dome. From the time the pressure guidewire was removed from the pt and returned to the MFR, it is unk as to how the exposure to extrinsic factors (elapsed time, body fluids, returned packaging technique) could have affected the overall condition of the wire. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and no other complaint regarding this same lot and this same problem was found. The MFR concluded an investigation on the observed corrosion on the distal tip dome. Preliminary results indicate the corrosion observed in returned product occurs post procedure, and the degradation observed poses no adverse clinical effects to pts. The final investigation report is pending review and approval; therefore, we are filing this event. A supplemental report will be filed with the MFR's investigation report's approved conclusions.